Event description:
Same pt as MFR# 6000093-2006-02395. Clinical registry. During the 1 yr follow-up phone call after a drug eluting stenting procedure, the site learned from the pt's wife that "the pt had died". Prior to the index procedure, the pt was admitted for cardiac catheterization to evaluate abnormal stress test findings. Two lesions were treated during the procedure. Target lesion 1 was identified in the mid left anterior descending (lad) artery, was 15mm in length, 75% stenosed and was 3.0mm in diameter. The lesion was treated with direct placement of a 3.0x20mm stent. Residual stenosis was 0% following post- dilation. Target lesion 2 was identified in the mid right coronary artery (rca), was 20mm in length, 80% stenosed and a 2.5mm in diameter. The lesion was treated with direct placement of a 2.5x24mm stent, which resulted in 0% residual stenosis. The pt was discharged the following day on aspirin and plavix. One hundred and eighty six days after the index procedure, according to the pt wife, the pt died at home in his sleep and he was not transported to the hospital. Per the site, "no autopsy or further investigation had been performed and no additional documents were available." The relationship of this event to the device per the investigation is "unk".

Manufacturer narrative:
H6 - device evaluation: the delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The mfg records for top assembly batch 7049316 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.